Event description:
It was reported the patient had an issue in the middle of the night 2-3 nights ago. It was stated, "all of a sudden" without the patient doing anything, "it" began to send "shock waves down my legs". It was noted the patient was unable to get it to stop. A manufacturer representative was contacted and was able to walk the patient through "some things" and worked it out. It was determined the programmer (pp) needed new batteries. Additional information received reported the cause of the shocking was the stimulator (ins) was set too high, and they were unable to get it turned off due to the batteries in the pp being dead. The patient was seen by the manufacturer representative yesterday, and coverage was fine and there were no further issues.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).